Manufacturer narrative:
The product code and serial/lot number were unknown; therefore, the brand name, catalog number, 510(k), manufacture date and UDI were unknown. UDI: the part number as unknown. All attempts to obtain product information were unsuccessful. Therefore, UDI is unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that an unknown cutter device was broken and stuck inside the motor locking mechanism of the attachment device. Therefore, the reported condition was confirmed. The piece of the cutter device was examined using 25x magnification and rechecked on an optical comparator. A full assessment of the device could not be performed due to the condition of the cutter as received. It was observed that a piece of the cutter was broke off below the laser marking and identification of the cutter and the lot number was not able to be identified as the rest of the cutter was not returned. It was determined that the cause for the cutter getting stuck was likely due to debris and residue preventing the lock tabs from moving into place. It was determined that the cause of the medical debris and detergent residue buildup was due to improper cleaning and service/maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the driver device would not secure an unknown burr device. During in-house engineering evaluation, it was observed that a piece of an unknown cutter device was observed in the motor locking mechanism of an attachment device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.